Manufacturer narrative:
Intermittent button press noted due to corroded keypad trace. No button error alarm noted. Cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a button error alarm. Troubleshooting was performed. The customer stated that the buttons were not holding for three minutes or greater. Advised the caller that the insulin pump will be replaced and revert to back up plan. During the call, the customer stated that she was in the hospital due to being dehydrated, and she had not treated her high glucose. The blood glucose reading at time of call was 279mg/dl. No further information was provided.